Event description:
Report indicates that a bilateral breast reduction was done on 04/28/97. Patient was at home on 05/01/97 when she noticed the drain was not working. She went to the doctor's office. The drain appeared to have broken. The portion of the drain that was inside the body was retrieved by the doctor at that time, without surgical intervention.